Event description:
The facility reports as the hoist was being lowered, the patient's arm was jammed uner the jib. Two persons were injured. One had a bruised and swollen elbow, the other bruised the inside of their upper arm and had a fracture to their shoulder. It is not known if the injuries were caused by the incident.